Event description:
New information received indicates that the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with alert notifier, while all notifications were disabled. The patient felt a shock, however, no episodes of shock were seen during the session record review. It was suggested to make programming changes in order to stop patient notifications. The issue was resolved and the patient will continue to be followed.